Event description:
The customer received questionable results for magnesium gen 2 (mg) on 10 patient samples. Of those 10 samples, 4 were found to be erroneous and reported outside of the laboratory. The customer has not had any issues with calibration or qc. The customer ran a precision check on mg and precision was poor. All results are in mg/dl. Patient (B)(6) had an initial result of 2.88. The sample was repeated on the same analyzer and generated a repeat result of 1.7. Patient (B)(6) had an initial result of 2.91. The sample was repeated on the same analyzer and generated a repeat result of 1.6. Patient (B)(6) had an initial result of 3.03. The sample was repeated on the same analyzer and generated a repeat result of 2.0. Patient (B)(6) had an initial result of 3.82. The sample was repeated on the same analyzer and generated a repeat result of 1.7. All of the initial results were reported outside of the laboratory. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of mg reagent in use was 67278601, with an expiration date of 08/31/2014. The field service representative found that the gear pump pressure was not adjusted correctly. He adjusted the pressure and detergent volumes. The customer ran calibration and qc, which were within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.